Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an atrial lead warning, and potential fracture of the atrial lead. The patient was "hospitalized but not because of potential lead fracture but because v (ventricle) was noted on high rate episodes." The device was re-programmed from ddir mode to vvir mode to turn off the atrial lead. It was further reported that the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.